Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374 or k090140. MFR date unknown as lot # is unknown. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "placement of a celect retrievable inferior vena cava filter." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010." Information according to radiologist's report: "venogram demonstrated the inferior vena cava to be nonduplicated. The catheter was then removed over the guidewire and exchanged for the sheath for the celect filter. The catheter tip was positioned in the inferior vena cava. Inferior vena cavagram was performed demonstrating the inferior vena cava to be widely patent. The sheath was advanced over the guidewire to the renal vein inflow level. The celect filter was deployed in the superior position of the infrarenal inferior vena cava. The sheath was removed and hemostasis achieved. The patient tolerated the procedure well." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 4/25/2017 as follows: plaintiff allegedly received implant on (B)(6) 2010 via the femoral vein due to dvt. Plaintiff is alleging blocked ivc, leg swelling and pain, abnormal heart rhythm, and device is unable to be retrieved.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'device is unable to be retrieved, blocked ivc, leg swelling & pain, abnormal heart pattern'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported swelling, pain, and abnormal heart pattern are directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress. (B)(4).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010." Information according to radiologist's report: "venogram demonstrated the inferior vena cava to be non-duplicated. The catheter was then removed over the guidewire and exchanged for the sheath for the celect filter. The catheter tip was positioned in the inferior vena cava. Inferior vena cavagram was performed demonstrating he inferior vena cava to be widely patent. The sheath was advanced over the guidewire to the renal vein inflow level. The celect filter was deployed in the superior position of the infrarenal inferior vena cava. The sheath was removed and hemostasis achieved. The patient tolerated the procedure well." Patient outcome: it is alleged that [pt] was injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to deep vein thrombosis. Patient is alleging vena cava perforation, device is unable to be retrieved, complete blockage/ inferior cava, cannot sit and perform dentistry, major heart surgery to treat atrial fibrillation, extension of strut into l3 vertebral body. Patient alleges "leg swelling and pain, I can not sit long. Keep legs above heart frequently." "I have to be careful not to injury my legs due to swelling creating ulcerations- no bicycling, no hiking, keep legs raised above heart, no prolong sitting."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/ vena cava perforation, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-fem-celect) lot# e2530489, nor celect filter lot# 1691811. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received clarified the patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein. It was also reported that per the (B)(6) 2011, venogram report: " findings: initial ultrasound shows evidence of chronic thrombus in the right common femoral vein with peripheral thickening. The common femoral vein was almost completely compressible and patent. Venacavogram shows complete occlusion of the lower section of inferior vena cava including the filter. Both common iliac veins opacify with signs of chronic thrombosis, peripheral irregularity. Prominent collateral veins are present and there is faint opacification of the inferior vena cava above the filter, indicating patency at that level".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Corrected data/additional information: a1, a2, a4, d1, d3, d4, f14. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1: adverse event to product problem. D3: product lot # (MDR) e2530489 (corrected). H1: serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.